Event description:
It was reported that after initial implant of the implantable cardioverter defibrillator, right atrial and ventricular leads, and left ventricular lead, the patient experienced pulmonary edema. The patient was treated with intubation and medications. On (B)(4), the issue was resolved and the patient was discharged.